Manufacturer narrative:
Retainer ring = black customer complained about the unit having critical pump error/open book image on event date of (B)(6) 2021. Device received with critical pump error after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error. Unable to verify blank display anomalies due to critical pump error. The download history files and traces were successful using the thump software. Pump error 35 was found on event date of (B)(6)2021 22:00:00.000. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Device was cut open with moisture damage on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, corrosion on pcba 1 and moisture damage on pcba 2 noted during visual inspection of the electronics. Device was confirmed for critical pump error after battery insertion and pump error 35 was found in the history download on due to moisture damage on the force sensor assembly. Unable to confirm blank display anomalies due to critical pump error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and open book image alarm. Insulin pump was no longer turning on. Insulin pump dropped into the fish tank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.